Manufacturer narrative:
This report is for one (1) unknown drill bit. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. (510k): unknown, as specific part and lot numbers for drill bit is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient underwent the femoral diaphyseal segment fracture surgery on (B)(6) 2017. During the surgery after the distal femoral nail (dfn) insertion, the surgeon tried drilling a hole using a radiolucent drive to insert a proximal screw. Due to the patient¿s robust bone quality, a drill bit did not go far enough. Therefore, surgeon used an awl-like instrument (non-jj product) to make a hole on the frontal cortex. Once the hole was made, the awl stuck inside the hole and could not be pulled out. The surgeon widened the incision, pinched the tip of the awl with a plier, and hammered the plier. Therefore, the fractured area was expanded. Then surgeon extracted the implanted dfn nail and replaced it with antegrade femoral nail (afn-j). The surgery was completed with a ninety (90) minute surgical delay. There was no patient harm reported, patient is stable and procedure was successfully completed. Concomitant devices reported: radiolucent drive (part # unknown, lot # unknown, quantity 1), proximal screw (part # unknown, lot # unknown, quantity 1), distal femoral nail (dfn) ø10 cann l340 tan green (part # 451.787s, lot unknown, quantity 1), plier (part # unknown, lot # unknown, quantity 1) this report is for one (1) unknown drill bit. This is report 1 of 1 for complaint (B)(4).